Manufacturer narrative:
This device will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this patient had experienced an episode of ventricular tachycardia in (B)(6) 2021 where this subcutaneous implantable cardioverter defibrillator (s-ICD) did not deliver a shock. The patient felt shortness of breath and palpitations that lasted fourteen second. The device was interrogated and was alleged to be depleting prematurely due to a decrease in the battery from 54% to 12% over one years time. A review of the device data by technical services (ts) confirmed that the device was depleting abnormally and discussed referring the patient back to the physician for further actions. The device was explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient had experienced an episode of ventricular tachycardia in september 2021 where this subcutaneous implantable cardioverter defibrillator (s-ICD) did not deliver a shock. The patient felt shortness of breath and palpitations that lasted fourteen second. The device was interrogated and was alleged to be depleting prematurely due to a decrease in the battery from 54% to 12% over one years time. A review of the device data by technical services (ts) confirmed that the device was depleting abnormally and discussed referring the patient back to the physician for further actions. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.